Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated this air dermatome forty three times. The last repair was (B)(6) 2017 where it was reported that the device was a loaner return and the bearings, hose, and missing hardware were replaced. This is not a related issue. Initial qa inspection of the air dermatome revealed that the device was out of calibration at the zero thickness setting and the motor speed was not within specifications. Repair of the air dermatome was performed by zimmer biomet surgical which included replacement of the bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The air dermatome was then tested and functioned properly. The reported event was non verifiable during the initial inspection it the service technician unable to duplicate the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the loaner pool.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the device took a very thin graft. It was claimed that the machine could be out of calibration. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the surgeon took a very thin graft. It was claimed that the machine could be out of calibration. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) forty three times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was a loaner return and the bearings, hose, and missing hardware were replaced. This is not a related issue. Initial qa inspection of the air dermatome on august 22, 2017 revealed that the device was out of calibration at the zero thickness setting and the motor speed was not within specifications. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection it the service technician unable to duplicate the reported event. The technician was unable to reproduce the reported event during the initial inspection so the reported event is thus non-verifiable. The root cause is therefore unable to be determined based on the information provided. The issue was resolved with the replacement of the bearings, seal and retaining ring, motor, poppet assembly, and the o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the loaner pool.